Event description:
It was reported that one of the control wires on the mega suturecut needle driver instrument was noted to be broken during a da vinci hysterectomy procedure. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that one grip close cable was broken at the distal idlers. The idler pulley spun freely and did not exhibit damage. The cable segment stuck out at wrist and measured approximately .515. The cable may have broke under tensile loading. The other cables at the wrist were undamaged. The cable wear on the pulleys combined with high grasping force and large fleet angle between the proximal and the distal pulleys likely contributed to the breakage. Failure analysis also observed that the distal end of the main tube had various scratch marks with light material removal. The scratches were .164 - .055 in length and not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the damaged cable and/or the tube abrasions, could likely cause or contribute to an adverse event if the failure mode were to recur.